Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that none of the buttons are changing the screen. The customer stated that the time on pump is changing. The customer was advised that the device would be replaced. The customer is unable to troubleshoot due to patient disconnect from the called.